Manufacturer narrative:
The bolus wizard was functioning properly per bolus wizard sample in the user guide. However, the insulin pump was received with minor scratched lcd window and cracked case near the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that bolus wizard was giving incorrect calculations. Insulin pump would be replaced as customer no longer trusted pump.